Manufacturer narrative:
As this device remains implanted and leads no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a revision procedure to replace the left ventricular lead discharge was noted around the pocket of this cardiac resynchronization therapy defibrillator (crt-d). A culture sample was taken and an infection was suspected. At this time the device and right atrial and right ventricular remains implanted.